Event description:
It was reported that a device was oversensing farfield p-waves due to which ventricular pacing was inhibited. Oversensing also triggered non sustained lead noise episodes. The patient was asymptomatic and was not pacemaker dependent. Reprogramming and additional testing were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.